Event description:
It was reported that a malfunction occurred on the pump without any notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a corrective measure, the technical support team arranged for the pump to be replaced. The customer was instructed on how to put the pump into storage mode and informed about the steps needed upon receiving the replacement. Additionally, the customer was advised to return the problematic pump via ups within 10 days, and these instructions were understood and acknowledged.